Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-09425. It was reported that stent damage occurred. The target lesion was located in a coronary artery. The 4.00 x 20 and 3.00 x 16 synergy ii drug-eluting stents were selected for use to treat the target lesion. However, at an unspecified point in time during the procedure, it was noted that the tip of the stents were damaged. No patient complications were reported.